Manufacturer narrative:
Concomitant medical products: product ID 97755, lot# serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Pt was implanted on (B)(6). They took the staples out on (B)(6). The rep was there to show the pt how to recharge. They worked on it for half an hour or so and it kept coming up with 'poor recharge quality'. Ever since (B)(6) pt has not been able to recharge. Pt went back to their surgeon a week ago this last friday. Their provider (hcp) showed on the x-ray where the ins was and could not understand why pt was not able to find the ins to charge it. Hcp suggested pt might have to go back in. Now the ins went dead and pt was back to having awful pain 3 days ago. Pt mentioned this device was their last hope. On the call pt used the controller. It displayed no device found. Instructed pt to do passive recharge mode. Pt mentioned recharger got warm but not hot. Instructed pt to keep trying passive recharge mode. Called patient back to check if no device found was resolved. Pt said it showed poor recharge quality and went back to no device found. Pt said they spoke with their rep and they will meet on friday and the rep will check the device out. The rep thought that maybe the implant was not laying flat against the skin. Offered sending a new recharger to try. Also reviewed poor recharge quality could also be because the implant site was still healing. A replacement recharger (rtm) was sent to the patient. Pt also mentioned the implant surgery was performed by a neurosurgeon because during the trial procedure the found pt had a curvature in the spine and, therefore, implanting the device required a neurosurgeon. Additional information from the hcp and rep indicated that the patient is having a pocket revision to better secure the device and improve recharging connection. The revision is scheduled for (B)(6) 2021.